Event description:
Customer reported device had melted base connections. Customer stated alcohol was used for cleaning and disinfecting. No treatment. A request was made for return product and replacement product was sent.